Event description:
Per the clinic, the patient experienced a prolonged surgery during an initial implantation surgery on (B)(6) 2025 lasting approximately for more than 2 hours due to tip fold over of the device. The device was subsequently, implanted partially.